Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles ¿floaties¿ in an unspecified quantity of intravia containers 150 ml capacity. The issue occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5120707 for this event.e1: initial reporter address: (B)(6).should additional relevant information become available, a supplemental report will be submitted.